Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention took place on (B)(6) 2025 wherein the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
Date of estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.